Event description:
Webster cs catheter with ez steer technology and auto ID was used in this case but the electrograms being recorded were not working like they should. We first changed out the cable to see if this was a cable issue. This did not result in the electrograms working from this specific catheter. We then opened a new catheter to see if this was a catheter problem.